Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, all keypad buttons were found to be intermittently responding. No defects were found with the button contacts.

Event description:
The patient's mother reported that the keypad buttons are not responding.